Event description:
It was reported that the customer had a blank screen on the insulin pump. Customer stated that when he was at work 6 months ago, he hit something with his pump and it knocked off half the threads on the battery compartment. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. The insulin pump had minor scratches on lcd window, cracked lcd window, cracked case at display window corner, broken battery tube threads and cracked reservoir tube lip.